Event description:
The customer contact reported during testing at the user facility, the device touchscreen keypad gave delayed responses. Prior to testing the device was returned to the biomedical department with a report of, device keypad not working properly. No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.